Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a burning sensation at the ipg site. The patient was prescribed with medication.